Event description:
It was reported that the pump experienced a malfunction after it was exposed to extreme temperatures of 500 degrees. The customer reset the pump on their own and continued using the pump for insulin therapy. Reportedly, the customer¿s blood glucose (bg) level was 610 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the hospital on (B)(6)2026.